Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Sample received: one (1) sample was received. Sample consist in one (1) cassette product from part number 21-7302-24. Sample was received in used conditions, decontaminated, without original packaging and inside in a plastic bag. Visual inspection results: the sample unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. Functional testing: the sample was fill whit 100 ml of colored water using a syringe following the IFU as 10009799-002 rev 100 IFU, cassette, 21-7302 to detect any leakage. Results: the sample unit present leaks in the join with the tube of the bag, thus, the failure mode reported is confirmed. The cause of the reported problem was traced to the manufacturing process. Per CAPA-000713 was open on 09/oct/2020 it was identified the following root causes: 1. Equipment failure: the bag sealer machine ID# bfm-2-1-001 was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. 2. Procedure not followed: the two forms related to the procedures pm-1011 and pm-1026, for to register units with leak were not filling up, even that was identified the equipment malfunction, as well the method to test the units in both process was not followed as is required, forcing the equipment to release parts with potential leak condition. Action taken: due the reported lot is unknown; it was not possible to determine if the actions taken were prior or after the manufacturing of the ay bag. The following corrective action were implemented thru CAPA-000713, the current status of the CAPA is in voe (verification of effectiveness) 1. The rf generator of the bag sealer machine ID# bfm-2-1-001 was replaced on september 10, 2020. 2.update procedure pm-1011 cassette leak testing, install ffp clip and luer capping to adequate better flow in the execution of the manufacturing activities was implemented on may 24, 2021.

Event description:
It was reported that a 100 ml cassette leaked and damaged the cadd solis vip pump which displayed a white screen, alarmed continuously and did not work. We are waiting for confirmation serial number and lot number for devices involved.